Event description:
The device failed to power on with battery power. When the device did power on a "defib fault 79" message was displayed. Complainant did not indicate that there was any pt involvement in the reported malfunction.